Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was destructively analyzed. No anomalies could be attributed to the complaint at this time. Concomitant product: product ID 507652, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced increasing thresholds and a gradual increasing rise in impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising.